Manufacturer narrative:
Manufacturer's report date: 06/04/2009.

Event description:
User reported a leakage of fluid from smartsite valve during priming. This event occurred prior to pt contact. Further information on the event has been requested but not received to date.